Event description:
The customer's mother reported via phone call that they had three sensors that were missing cannulas. Blood glucsoe level at the time of the incident was 101 mg/dl. The customer's mother was advised that the sensors would be replaced, but would not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.